Event description:
Could not get tampon out for hours, tampon stuck [foreign body in reproductive tract]. Tampon never had a string, was why it got stuck, could not get out for hours [complication of device removal]. Tampon string missing, there was never a string [device physical property issue]. Consumer stated on social media that the tampon string was missing; it never had a string. No serious injury was reported.